Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, (B)(6) 2010, patient underwent following procedure, exploration of prior fusion. Redo extended decompressive laminectomy and foraminotomy, and removal of pars and facet joints at l5 and s1 bilaterally (gill procedure) . Redo posterior lumbar interbody fusion at l5-s1 from the right. Segmental pedicle screw instrumentation, l4, l5, and s1 bilaterally. Posterolateral arthrodesis, l4-5 and l5-s1 bilaterally. Placement of morselized autograft, as well as allograft for fusion. Pre-op and post-op diagnosis: pseudoarthrosis at l5-s1 from prior fusion. Adjacent segment disease. Overgrowth of fusion bone, with significant bilateral foraminal stenosis. Operative findings: pseudoarthrosis at l5-s1, with bony overgrowth in the foraminal area, resulting in bilateral foraminal stenosis. Adjacent segment disease at l4-5. As per op notes: ". Once everything was well decompressed, we proceeded to inspect the plif graft at l4-5, and noticed that it was loose; however, there was so much scar in the area, it was difficult to remove. We opened up the disk space from the left side, removed any additional loose fragment of disk, and again, we encountered a significant pseudoarthrosis in this interspace. We then placed several trial spacers in the area, and found the best fit to be a 9 x 22 mm graft. We opened a 9 x 20 mm peek cage, packed it with bone morphogenic protein and inserted it into interspace under direct vision. The interspace was also packed with some additional bone morphogenic protein material thus completing the redo posterior lumbar interbody fusion at l5-s1. We placed 50 x 6.5 screws at l4, 45 screws at l5, and 45 x 7.5 screws at s1 bilaterally. A short segment rod was used to connect each side, and the areas were secured using caps. We then decorticated the remaining transverse processes of l4, l5, and the ala of s1, placing strips of bone morphogenic protein, and packed the posterolateral region with morselized autograft that was harvested during the gill procedure, as well as allograft, completing the posterolateral arthrodesis at l4-5 and l5-s1 bilaterally. Patient returned to recovery room in stable condition."